Event description:
Spontaneous. Pt's spouse reports that the pt is currently hospitalized after talking to our rph earlier today (B)(6) 2023 regarding high pressure alarm with the pumps and being directed to go to the emergency room when pump troubleshooting failed. Pt's spouse reports that the pump alarms were actually due to the pt's pic line, not due to an any pump error; pumps are fine. Pt's spouse reports pt will have an unspecified procedure done tomorrow (B)(6) 2023 to test the PICC line and it may be replaced. Unknown if md aware. No further info, details or dates available. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to (B)(6) by pt/caregiver.